Manufacturer narrative:
Unit received with blank display; problem isolated to pcba1. Unable to perform the displacement and self tests due to the blank display. Unit had cracked keypad overlay, broken belt clip rails. The unit p-cap / test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had broken piece of plastic and off by the insulin pump railings. No harm requiring medical intervention was reported. The device was returned for analysis.